Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic cholecystectomy, the bag tore while it was being removed from the patient. Nothing disengaged into the patient cavity, there was no patient injury.